Event description:
It was reported that there were varying battery measurements and early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=3.114 to 2.862 volts between (B)(4) 2012 is before device rrt (recommended replacement time) <= 2.6251 volt. The device lasted 8.4% of its expected longevity. The current drain level was higher than normal and was the cause of the early battery depletion. Subsequent analysis was unable to isolate the current drain to a particular region of the device. Analysis was stopped at this point.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=3.114 to 2.862 volts between (B)(4)-2012 is before device rrt (recommended replacement time) <= 2.6251 volt.